Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for ablation. No issues were noted during preparation of the sheath. A pump was used as the irrigation method of the sheath with a flow rate of 100 ml/h. During post-mapping when the orion catheter was inserted into the sheath, air was observed in the flushing port. No leak was detected. No air was seen in the patient. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was discarded.